Event description:
It was reported that during a pulse field ablation (pfa) procedure, using a faradrive steerable sheath, the sheath did not fully irrigate and lost aspiration. After the catheter was inserted into the sheath they could not "fully flush and aspirate" the device. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.